Manufacturer narrative:
Analysis: the sample(s) were not returned to the user facility; therefore, evaluations of the actual samples are unable to be performed. A lot history review revealed 2 reocclusion complaints were associated with the same patient for this lot. Conclusion: the actual samples were not received for evaluation. The investigator assessed the event was not related to the study device or procedure. Based on the instructions for use (IFU), the occurrence of a reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons. A supplemental report will be provided when the device history record review is completed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during the index procedure, four lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter were used to treat the target lesion located in the right superficial femoral artery (sfa). Approximately 26 months after the index procedure, the patient's right sfa vessel was reportedly reoccluded. A revascularization was performed involving percutaneous transluminal drug coated balloon (dcb) and the hcp deemed it was successful. The investigator assessed the event was not related to the study device or procedure. The sample was discarded by the user facility and not available for further evaluation. No adverse patient effects were reported. This is one of four products involved with the reported event and are associated manufacturers report numbers 3006513822-2016-00085, 3006513822-2016-00087, and 3006513822-2016-00088.

Manufacturer narrative:
The independent cec evaluators have adjudicated the previously reported event as possibly related to the study device and procedure. Analysis: the DHR found nothing to indicate a manufacturing related cause for this event.

Event description:
The independent cec evaluators have adjudicated the previously reported event as possibly related to the study device and procedure.

Manufacturer narrative:
Analysis: the DHR found nothing to indicate a manufacturing related cause for this event. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.